Event description:
In 2007, this pt underwent a procedure to repair an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Five months later, a 6 month f/u computed tomography scan revealed a type 2 endoleak originating from accessory vessels. The following year, a coil embolization of accessory vessels were performed to treat the type 2 endoleak. Seven months later, a 12 month routine f/u computed tomography scan showed that the type 2 endoleak persisted. The pt is being monitored.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use. Type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Type ii endoleaks are a result of pt anatomy and are not indicative of device failure. Type ii endoleaks are anatomically induced by branch vessels such as lumbar arteries, inferior mesenteric arteries, etc. Available info does not indicate any evidence that the device contributed to the observed type ii endoleak. Additional devices used in procedure.